Event description:
Information was received from a patient (pt) regarding an external device. Pt reported the implant has not been working for a while and they are aggravated and ignored it. Pt stated they need to know how to fix it. Pt stated they used to have a manufacturer representative (rep)contact information but they don't have their information. Pt stated at the very first they didn't have issue with charging the ins but for the past couple months they gave up because its hard to connect to charge the ins. Pt stated they will contact their clinic. Agent offered to assist pt with using the external devices. Agent asked clarifying questions. Agent assisted pt with using the recharger to charge the implanted neurostimulator. Recharger showed implanted neurostimulator red and recharger 0-1-1. Agent recommend repositioning the recharging belt and pt was getting upset and frustrated. Agent asked if pt had fall or trauma and pt said they had couple falls. Pt service reviewed device function and recommend patient consult with healthcare provider (hcp) for next steps. The issue was not resolved through troubleshooting. Agent reviewed reps role. The patient was redirected to their healthcare provider to further address the issue. Patient called back stated they continue to have trouble with connecting to the implant to charge the implant. They get excellent and good and it goes away. Patient stated they met with a manufacturer reo and they could not get the device to connect and told her to charge up all the devices and call him back. Patient asked for the rep contact information. Patient stated the device don't work and she wants it removed. Patient stated she regret getting the implant. Agent asked patient to connect with recharger and ins is red and recharging excellent, good and recharger starts beeping and patient reposition the recharger and devices connected. Agent asked clarifying questions and patient said the connecting issue started (B)(6) 2025. Agent asked if patient had fall or trauma and patient said yes, they had couple falls and hcp ofc checked everything is fine. Agent reviewed if the ins moved or shifted in the body it can affect how its connecting to the external devices. Agent recommend patient consult with hcp ofc again and patient said hcp don't care. Agent reviewed reps role and recommend patient consult with hcp ofc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.